Event description:
It was reported to anchor products that during a lap chole procedure, to gall bladder was placed in the retrieval bag and while using graspers, the surgeon pulled the bag and specimen out of the port, at which time the bag failed at the distal end at the seamed portion. The surgeon was able to grasp the specimen and remove from the patient without having to reenter and retrieve.

Manufacturer narrative:
This event remains under investigation.